Event description:
The surgeon reported the shaft of the vitrectomy probe and the light pipe get "stuck" inside the trocar cannula. The surgeon was unable to remove the shaft of both pieces without having to taking the trocar cannula out. When the trocar cannula was removed, a "split" was noted between the rubber part and the metal part. When the surgeon removed the vitrectomy probe a retinal tear occurred. The surgeon repaired the retinal tear with cryopexy, laser treatment, and air/fluid exchange. Additional info received from the surgeon stated the surgery was completed on the right eye, after the trocar cannula was changed. The surgeon noted the internal and external diameter of the device was different. The surgeon stated the pt outcome was good.

Manufacturer narrative:
The samples have been received and in house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. This report was mailed to FDA on: 11/06/2009.